Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helped with resetting the pump. The malfunction did not recur, and the customer was informed to continue using the pump and contact support if any issues reoccurred.